Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was unable to fixate the right ventricular (rv) lead at the myocardium. The rv lead was not used and replaced. The patient was in stable condition.